Manufacturer narrative:
Continuation of d10: 1388tc competitor lead was implanted on (B)(6) 2004.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead fractured resulting in loss of capture, pacing spikes, high out of range bipolar lead impedance, oversensing, undersensing and pacing spikes. The rv lead was capped and replaced with a leadless implantable pulse generator (ipg) as part of the system changeout procedure. No further patient complications have been reported as a result of this event.